Manufacturer narrative:
Sample status sample availability unknown. Lot trend assessment and rationale: a lot trend was not performed as the lot number is unknown. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term]. Used this wrap for menstrual cramps / it spent most of the time on her lower abdomen [device use issue], some 2nd degree burns/ multiple burns on my skin [burns second degree]. Narrative: this is a spontaneous report from a contactable nurse reported for herself. A female patient of unknown age started to receive thermacare heatwrap (thermacare lower back & hip) from unknown date at unknown frequency for back, hip, and menstrual cramps. The patient medical history and concomitant medications were not reported. The patient used this wrap, like she did several times a month for back, hip, and menstrual cramps. She was a nurse and frequently wore them during her shift. Last night she had cramps and back pain, and it spent most of the time on her lower abdomen, where she saw nowhere on the box that it could not be used for that. So after removing her 100th or so wrap, imagine her surprise to see multiple burns on her skin. Some 2nd degree. She had pictures as well as a picture of the receipt and package and would like to know how to proceed. The action taken in response to the events of the product was unknown. The outcome of the events was unknown. According to the product quality control group, sample status sample availability unknown. Lot trend assessment and rationale: a lot trend was not performed as the lot number is unknown. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No follow-up attempts are needed. No further information is expected. Follow-up (27sep2017): follow-up attempts completed. No further information expected. Follow-up (17apr2020): new information received from a product quality complaints group includes: investigation results. No follow-up attempts are needed. No further information is expected.

Event description:
Event verbatim [preferred term] some 2nd degree burns [burns second degree], multiple burns on my skin [thermal burn], used this wrap for menstrual cramps / it spent most of the time on her lower abdomen [device use error]. Case narrative: this is a spontaneous report from a contactable nurse reported for herself. A female patient of unknown age started to receive thermacare heatwrap (thermacare lower back & hip) from unknown date at unknown frequency for back, hip, and menstrual cramps. The patient medical history and concomitant medications were not reported. The patient used this wrap, like she did several times a month for back, hip, and menstrual cramps. She was a nurse and frequently wore them during her shift. Last night she had cramps and back pain, and it spent most of the time on her lower abdomen, where she saw nowhere on the box that it could not be used for that. So after removing her 100th or so wrap, imagine her surprise to see multiple burns on her skin. Some 2nd degree. She had pictures as well as a picture of the receipt and package and would like to know how to proceed. The action taken in response to the events of the product was unknown. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of "multiple burns on her skin", "some 2nd degree burns" and "used this wrap for menstrual cramps/ spent most of the time on her lower abdomen" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "multiple burns on her skin", "some 2nd degree burns" and "used this wrap for menstrual cramps/ spent most of the time on her lower abdomen" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.